Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2018: upon follow up by tandem technical support, the customer indicated that the intermittent out of range issues were less frequent, and declined further assistance regarding the out of range issues.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the pump and transmitter were not within line of sight of each other; however, the issue persisted after the devices were positioned within line of sight. The customer indicated that tandem technical support would be contacted in order to continue troubleshooting the issue.